Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an audio tone/vibration (no vibration) issue. The patient reported a loss of vibratory signals. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no vibration observed when powering up the pump; the audible tone was functioning appropriately. The pump cover was removed and the vibration motor was found to be unresponsive. Power was applied directly to the vibration motor, and it was responsive. The vibration motor alignments pins were observed to be misaligned. Unrelated to the complaint, investigation revealed that the display screen was faded, discolored, and difficult to read. The display was replaced with a test display and the contrast returned to normal with no signs of fading or discoloration.